Manufacturer narrative:
Based on the information provided no conclusions can be made as to the degree to which the bard device may have contributed to the patient's reported post implant experience. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Post implant infection, wound healing issues and additional hernias are alleged. Infection is a known inherent risk of any surgical procedure and regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Recurrence is listed in the adverse reaction section of the IFU as a possible complication. If additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol. On (B)(6) 2011 - the patient underwent an abdominal hernia repair in which multiple hernias were repaired using a bard flat mesh. As reported the surgeon was expecting to repair one or two hernias, however, upon opening the abdomen discovered additional hernias. On (B)(6) 2011 - the patient developed a staph infection and necrosis and was hospitalized. A wound vac was applied. On (B)(6) 2011 - the wound vac was removed and the patient underwent debridement of the wound and it is alleged that a portion of mesh was removed. A skin graft procedure was performed using skin from the patient's thighs to close the abdominal wound. On ni/ni/2012 - the patient noticed a small hole in the area of the wound. The patient was diagnosed with an infection and the wound was debrided and a wound vac was placed. The patient continues to be monitored by her physician and has multiple recurrent hernias and is in need of an explant, however, has been unable to find a surgeon to perform the repair.